Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet charger did not charge the device and displayed no indicator light when connected to multiple wall outlets, consistent with a charger power failure affecting the external power supply component. No device alerts or alarms and no adverse patient-reported clinical effects. Outcomes included replacement supplies shipped, and user education provided without emergency care. Investigation included troubleshooting with multiple outlets and assessment for visible damage. Investigation of this case revealed a nonfunctional charger with no external damage observed, consistent with an electrical malfunction of the charger. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger due to an unspecified electrical failure.